Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a pump with a cadd extension set being used leaked medical fluid from the connection at the tube and filter. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Functional testing involved leak testing. Leaking was identified between the filter and the tube confirming the complaint. The investigation determined the issue was caused due to lack of solvent application during manufacture. There were no relevant findings detected in the DHR.